Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter in a laparoscopic surgery, midway through the procedure, the balloon kept deflating. The balloon was leaking. Another device was used to complete the case. The surgical time was extended for 30 minutes or more due to the product problem and the incision was extended for less than an inch.

Event description:
According to the reporter, in a laparoscopic surgery, midway through the procedure, the balloon kept deflating. The balloon was leaking. The surgical time was extended for three to five minutes due to the difficulty of maintaining pneumoperitoneum. The surgeon used a 12mm trocar was used to complete the case. The incision was extended for less than an inch due to the upsizing of the trocar.

Manufacturer narrative:
Additional information: b5, g3, h6 (remove f1908) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.